Event description:
It was reported that during an idiopathic ventricular tachycardia - (idvt - right), during a right sided premature ventricular contraction (pvc) procedure, the patient developed a pericardial effusion which required a pericardiocentesis. The patient was stabilized and transferred to the ccu for overnight observation. The event required hospitalization.

Manufacturer narrative:
The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution. Bwi products in use during the procedure were: carto 3 system: ser # (B)(4); stockert generator: ser# (B)(4); cool flow pump: ser# (B)(4); decanav catheter: cat# r7f282ct, lot# 15969861m. (B)(4).